Event description:
It was reported, the customer was not receiving insulin from (B)(6) 2014 to (B)(6) 2014. Customer stated they became very sick as a result of not getting any insulin. The customer also stated they had broken their arm and may have to get surgery. Customer also reported kinking their tubing by sleeping on their infusion set. The customer declined a transfer to the helpline. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.